Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and severely calcified. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.